Event description:
On 12-9-97 double lumen PICC placed for tpn therapy. Rn noted crack in hub on 12-12-97. Line removed and second double lumen PICC placed 12-13. Mother of pt noted crack in hub on 12-16 & pt taken to hosp for central line placement. Mother stated that crack in 2nd PICC in exact spot as 1st PICC. Neither the rn or the mother had info to contribute as to possible events leading to PICC cracking. Both noted leaking at hub sites while working with the line. Pt rehospitalized for central line placement.